Event description:
It was reported that the arctic sun device was warming when it was meant to be cooling. Per review of wo on 12jan2023, there was patient involvement and date of event occurred was 04jan2023. They used another device. Per review of the smax on 12jan2023, this confirms the device is expected to come in to repair. Regarding patient status it noted that the device was exchanged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed mixing pump. A device history record review was not required as the was event not an out-of-box failure and therefore was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was warming when it was meant to be cooling. Per review of wo on 12jan2023, there was patient involvement and date of event occurred was (B)(6) 2023. They used another device. Per review of the smax on 12jan2023, this confirms the device is expected to come in to repair. Regarding patient status it noted that the device was exchanged.